Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The lcd display was replaced to resolve the issue. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Legal manufacturer: (B)(4).